Manufacturer narrative:
Other relevant device(s) are: micra d4: mc1avr1-delsys; expiration date: 14-dec-2021; serial#: (B)(4); UDI #: (B)(4). Device available for evaluation? No. Mfg date: 09-jul-2020; labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the delivery system (ds) tether could not be removed. It was further reported that the leadless ipg numbers deteriorated after the tether was cut. The tether still could not be removed. The leadless ipg system was removed, and replaced. No patient complications have been reported as a result of this event.